Event description:
It was reported that the pt had suffered injuries to his face in june after being hit. The pt lost his audio processor 3 years ago and has been off the air. His clinic ordered a replacement audio processor in august and the pt came in for programming. During testing of the device, it was found the multiple channels were either short circuited or had high impedance. The pt reports poor access to sound. Re-implantation is being scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.